Manufacturer narrative:
(B)(4). Conclusions: off-label, unapproved, or contraindicated use (aortic diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a small in diameter aortic bifurcation at approximately 18mm. The physician followed the implant of eiis as per IFU by leaving in the delivery system of the main body after releasing the top cap and the ipsilateral limb fully. The physician then cannulated the contralateral stub leg and exchanged for a stiff wire and implanted the contralateral limb as per the IFU with the main body delivery system in situ. Physician then retrieved top cap and brought device back into the main body but then had a problem removing the delivery system from the graft/patient. Physician noted that the delivery system was getting stuck at the point of the flow divider and was not possible to be removed. Eventually the main body delivery system was removed. Physician then used 1+ limbs to extend on the ipsilateral side as per IFU. Physician ballooned with a reliant balloon and did a final angiogram. After closing the right groin surgically the physician then noticed reduced or minimal flow to the right leg and then had to open up the patients groin again. Physician noted that there was no flow in the right leg (unknown if this was via angiogram) and thought that it could have been due to the small diameter aortic bifurcation. Physician then stented both sides at the bifurcation with an etlw1616c82ee limb (one on each side) following kissing balloons with 2 x reliant balloons. Physician then noted reduced flow in the left leg. Modelling with reliant on the left contralateral limb again at the bifurcation point and flow returned. Physician performed a CT 2 days post procedure and noticed a reduced lumen in one of the limbs. Physician does not believe these events to be device related but is not fully understanding why this event happened. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of returned angio images during implant revealed that the patient had a saccular aneurysm. No calibrated catheter was seen in the films; therefore, no measurements could be performed. The proximal neck was essentially straight in the l-r axis. The bifurcate was brought up the right side and positioned just below the renals, and was seen deployed down to the release of the contra gate. The contra gate was released in the a-p orientation posterior to the ipsi limb, and the distal end of the gate appeared to have opened below the aaa and within the small diameter distal aorta. The next images showed that the ipsi limb was fully deployed into the distal aorta and the suprarenal stents had been released. The spindle was at the level of the suprarenal stents and the tip was ~1cm above the spindle. The next several images showed that the spindle had been pulled down into the aortic body (across the 1st/2nd covered stent), the uncaptured tip was out of view, and a guidewire had been placed up the left side and into the bifurcate. Cannulation of the gate was not seen, and correct limb cannulation could not be confirmed. The contra limb was then seen implanted into the bifurcate with the proximal markers just below the flow divider, and extending distally into the proximal portion of the left common iliac artery. The contra/left limb was then seen extended with another limb (3 ¿ 4 stents) into the distal portion of the lcia. The spindle from the bifurcate d-s was still seen inside the bifurcate aortic body. The next image showed that the tapered tip had been recaptured and was within the aortic body with the spindle just above the flow divider. Images during recapture were not seen and the location where this occurred could not be determined. Multiple images then showed the d-s spindle/tip was pulled down slightly to just above the flow divider, and appeared to be positioned alongside the pigtail catheter near the origin of the ipsi limb. A-p views were not seen to help differentiate between the ipsi and contra limb lumens, and cine images during removal attempts were not observed. The next images showed that the pigtail was pushed up to the suprarenal stents and away from the caught tip, the spindle/tip had been pulled down to the level of the gate, and a likely malpositioned stent was seen on the left side of the bifurcate just below the level of the flow divider. This stent was most likely the proximal (external) stent from the contra limb, as one of the proximal contra limb markers (right-lateral) was seen pulled down ~1cm. A balloon was then seen inflated within the aortic body, between the suprarenal stents and proximal end of the tip just above the flow divider. After balloon deflation the tip was seen pushed up to the level of the suprarenal stents, and then observed in the next image having been removed from the patient. The malformed contra stent was again visible within the bifurcate just below the level of the flow divider. The ipsi/right limb was then seen implanted from the flow divider extending 3 stent lengths into the proximal portion of the right common iliac artery, and then was followed by implanting an additional right limb extending 2 stent lengths into the distal portion of the rcia. Ballooning was then performed within the entire stent graft system. The study ended: final angio images and films after implanting the etlw1616c82ee (one on each side) were not seen, and the final blood flow dynamics could not be assessed. Review of CT¿s 9 days post-implant revealed that the endurant bifurcate was positioned just below the lowest left renal artery. The aortic diameter just below the sma, near the top of the suprarenal stents, measured ~20mm; no stent entanglement was observed. The bifurcate proximal od measured ~20mm just below the proximal stent graft markers, and 15mm lower was 23mm. Beginning near the mid-level of the bifurcate aortic body ~20mm below the bifurcate proximal graft margin, the ipsi and contra limbs were each seen relined within an additional endurant limb. Both the ipsi and contra limbs contained areas of occlusion and were noted to be severely compressed down to the level of the bifurcate flow divider, and continuing down to the level of the gate and distal aorta. Near the flow divider the diameter across the bifurcate measured ~26mm. The minimum ID within the contra limb measured ~3mm, within the ipsi limb was 6mm, and within the bypassed ipsi limb was 8mm. Near the level of the gate the limbs were further compressed due to the small (18mm ID) aortic diameter. The minimum lumen ID of the contra/left limb was 3mm and the ID of the right limb was 7mm. Similar stent graft compression with occlusion was seen within the small and calcified 16mm diameter distal aorta. Within the iliac arteries the limbs opened up and blood flow resumed; 7 ¿ 8mm ID within the right limb, and 9 ¿ 10mm ID within the left limb. No occlusion was seen distal to the stent grafts within the external iliac arteries. The exact cause of the bifurcate delivery system removal difficulties could not be determined from the films provided. Pre-implant CT¿s were not available for review, and a complete pre-implant anatomy assessment could not be performed. In addition, final angio images at implant were not seen in the films provided and the blood flow dynamics could not be assessed. However, it appears likely that implanting within the small diameter aorta contributed to the events. It is also possible that the contra limb was inadvertently implanted within the bifurcate ipsi limb, which likely led to the interaction between the bifurcate delivery system and the proximal (external) stent of the contra limb, which appeared misplaced distally during delivery system removal. This interaction also likely contributed to the removal difficulties as well as the small residual stent graft lumen diameters, resulting in the stent graft occlusion. Since the entire implant procedure was not seen in the films, it is possible that procedural issues (e.g. Poor limb visualization, wire cannulation error¿s, gate opening distal to the aaa) complicated by the tight aortic anatomy may have also contributed to these events.

Event description:
Additional information was received for this case. The central stub limb of the main body was deployed anterior position.